Event description:
It was reported to philips that the flex vision monitor got stuck with a blue screen when the system was shut down. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that flex vision monitor got stuck with a blue screen. Review of the log files shows flexvision-pc is unreachable. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found that issue remains the same after the cold restart. To resolve the issue, fse replaced the flexvision pc. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.